Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 all pockets displayed ¿device not detected on bus,¿ and recovery could not be completed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer 3.1 were indicating ¿device not detected on bus¿ and the drawer was unable to recover. A field service engineer reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.